Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple years from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17168316.

Event description:
It was reported that the patient was having discomfort at the ipg site and stated that the ipg was bulging out. All device components were explanted and were not returned.